Manufacturer narrative:
Device eval summary: eval of monitor (B)(4) has been completed. The reported problem (pt is unable to activate the device) has been confirmed. Upon receipt, both covers, domes and led's were missing from the response buttons. The root cause of the damaged response buttons cannot be positively identified but appears to be physical abuse. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
An (B)(6) female pt contacted zoll lifecor customer support service to report that the monitor response buttons were not working. The pt was provided with a replacement monitor.